Event description:
The customer reported she experienced high blood glucose over 600 mg/dl and it was resolved it by changing the set. The customer noticed insulin leaking out of the in the reservoir when changing it and fluid went into the insulin pump. The customer also reported the insulin pump alarmed motor error during rewind. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarms noted and the motor was tested outside the device and passed. No traces of moisture were noted at the electronic, motor assemblies or reservoir tube per our visual inspection. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the reservoir tube lip and minor scratched lcd window.